Event description:
It was reported to philips that the heartstart xl defibrillator pacer button could not be adjusted up or down during preventive maintenance check. There was no patient involvement.

Manufacturer narrative:
(B)(4).